Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation a visual inspection revealed the device was returned with original packaging. The proximal body and anchor plug are intact on the device and part of the distal tip is detached from device and is missing. The anchor plug when pushed all the way out still has the other broken part of the distal tip. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force to the distal tip. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No clinically relevant documents were provided. It is unknown if the healicoil¿ knotless pk suture anchor instructions for use, was adhered to. The IFU warns: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ based on the information provided, it is unknown if the broken piece was retained inside of the patient. If the broken piece of the anchor was retained, it is implantable. However, we cannot rule the possibility of micro-motion and or migration of the possible retained piece. Per the report, the procedure was completed with a s+n back up device without delay. Since there was no patient injury or other complications reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an unspecified procedure, while loading the suture into the healicoil, the anchor broke from the top. Instruments inside patient. The procedure was completed with a s+n back up device. No delay and no patient injury or other complications were reported.